Manufacturer narrative:
(B)(4).

Event description:
It was reported "the cuff didn't inflate during the inflation test before use. Therefore, a new kit was used instead." This occured prior to use during functional testing. No patient harm or injury.

Event description:
It was reported "the cuff didn't inflate during the inflation test before use. Therefore, a new kit was used instead." This occured prior to use during functional testing. No patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "unable to inflate - cuff" was confirmed based upon the sample received. The returned et tube was found to have its inflation line severed where it enters the tube. A device history record review was performed, and no relevant findings were identified. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It could not be determined when or how the et tube got damaged, but it is unlikely that this type of damage was present at the time of manufacturing. Teleflex will continue to monitor and trend on this issue.